Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event and based on the field evaluation, this reported event was confirmed. Fse replaced universal surgical manipulator (usm) to address the reported issue. Isi did receive the da vinci product involved with this complaint but failure analysis is pending.

Event description:
It was reported that there were issues with universal surgical manipulator (usm) 1. Several 32097 errors were found in the logs. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) #4 in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The usm was analyzed and the reported problem was confirmed and replicated. In the system logs, the errors 32097 and 31226 errors were found indicating communication faults from axes controller spar (acs) to axes controller carriage (acc), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp)where the "fiber test" was found to be failing on the rolling loop, replicating the reported event. Once testing was completed, the rolling loop fiber cable was tested and verified to be the source of the fault. The complaint was confirmed and replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to communication errors caused by a faulty rolling loop fiber cable located on usm. This issue can be resolved by replacing the usm. This issue is captured in the fmea, usm, is4000 and is4200 (818600-01 rev. Ad) via risk ID xi-psc-22331.

Event description:
Refer to h11 for follow-up information.